Event description:
The event is reported as: the user facility reports having air leak issues with the device during use, in the nicu. The pt was extubated and re-intubated with a different endotracheal tube. No report of pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. The DHR (device history record) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.